Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery tests due to motor error alarm however, the motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 5.4 mmol/l. Customer stated that they had a bent cannula before the alarm. Customer cleared the alarm and stated that they do not use the sensor feature. Customer was advised to have the same day swap. Customer was also advised to discontinue use of the pump and revert to a back-up plan.